Event description:
Olympus was informed that towards the end of a transurethral resection of prostate (turp), the electrosurgical unit overheated, and an error 02 code appeared on the display. A small trail of smoke was observed from the back toward the completion of the procedure. The procedure was completed using the same device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the device displayed an error 2 message when activated. The evaluation also noted a burning odor coming from the rear panel of the unit. A capacitor on the oscillation printed circuit board was found to be damaged and leaking. The damaged oscillation board will be forwarded to the original equipment MFR (OEM) for further investigation. If add'l and significant info is received later, a supplemental report will follow. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.